Event description:
In 2009, the lay pt's daughter contacted lifescan (lfs) alleging that the pt's one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation since the mss was unable to contact the pt or daughter by phone. The daughter was apparently unable to provide answers to all the questions asked by the cca. It was noted that the pt was reportedly hospitalized and treated with insulin the previous month. However, the daughter also claimed that the pt was sweaty and pale after the product issue first started two days prior to original date. The reporter/daughter was unable to provide info regarding test results on any other device. The cca noted that the pt did not replace the meter battery per the owner's manual and the meter powered off before the automatic shutoff time. The pt's products were replaced. This complaint is reported because the pt's daughter alleges that the pt was pale and sweaty after the meter powered off during use. The pt's symptom, being sweaty, can typically be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.